Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was rec'd. Theken requested additional clinical information from the reporter. No additional information was provided. Sales records indicate that the original plate was used to complete the surgery with 3 rescue screws (22-14-4515) and five 4.0 screws (22-12-4014). The complaint issues were addressed in a failure modes and effects analysis (fmea) in the product design dossier. A thicker plate and modification to the screw head were created. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, using an older style manta ray anterior cervical plate, a screw pulled through the plate.